Event description:
It was reported that the pt underwent revision surgery from t10 to ilium for extension and deformity. There was no report of hardware failure. The previous hardware was removed; the MFR of the hardware system removed is unk. Reportedly fusion had occurred. A pedicle subtraction osteotomy (pso) was performed. During surgery, the hcp "forced" the rod into the saddle of the multi-axial screw (mas) and possibly damaged the head of the screw. The counter torque did not fit the screw securely but was used to complete the case. The screw remained implanted. No pt complications were reported.

Manufacturer narrative:
(B) (4): the screw was not returned for eval. Imaging films were not provided.